Manufacturer narrative:
The product was not returned, therefore a product analysis could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, dissection of the right femoral access site was observed and resulted in minor bleeding. Percutaneous treatment of the dissection was performed. The event was classified as not device related. No additional adverse patient effects were reported.